Manufacturer narrative:
The bed was evaluated by the arjo service technician. During the inspection, it was found that the left head safety side control cable was pinched and it is unclear how the cable was damaged. This suggests that it could have been the cause of the alleged unintended bed movement. However, the reported issue (raising and lowering the bed by itself) could not be reproduced during the evaluation. The problem was resolved by replacing the left head safety side (including panel and related cable). The instruction for use (IFU) for citadel bed (830.213-en) contains information that the caregiver should check operation of side rails daily. Review of the post market-surveillance data shows that the bed movements could be related to the unintentional operation of the bed's functions during the device use. IFU includes information about function of lock-outs: "lock-outs - lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed". Based on the collected information the exact root casue of the alleged bed's movement could not be identified. Arjo device failed to meet its specification since the bed was raising unintentionally. The device was not used for a patient treatment at the time of the event. The complaint was assessed as reportable due to the allegation that the bed was moving without any commands being given. No injury was sustained.

Event description:
It was claimed that the bed is raising on its own and can not be moved back down. No indication regarding patient involvement. No injury was claimed. Allegedly, the error code e300, which indicates that the button is pressed for more than 90 seconds, was visible; the bed was not responding and got stuck in the highest position. The bed was allegedly going up and down by itself. During the evaluation at the service center, it was found that the inside wire on the left head safety side was pinched, and the weighing panel needs to be replaced. The service technician could not determine the root cause of the alleged bed movement. There was no stuck button on the safety side that identified. The issue was not reproduced during the bed evaluation. The faulty panel was replaced.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.